Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and breast pain manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090497 that a female patient underwent a breast surgery with unspecified 590cc mentor saline breast implants and experienced postoperative symptoms. The patient's reported symptoms include: chronic fatigue, brain fog, sleep apnea, joint and muscle pain, bilateral breast pain, sudden food intolerance, migraines, temperature intolerance, and vertigo. No device issue, such as rupture, was reported. As a result of the patient's reported symptoms, the patient underwent bilateral explantation on (B)(6) 2019. This report is for the patient's left-sided device.